Event description:
On (B)(6) 2013, an (B)(6) year old female patient experienced pta in the right upper sfa with two ziv6-35-125-6.0-120-ptc (lot #c785081 and lot # c791325 [this report]). The lesion was severely calcified and its length was approximately 24cm. Run-off was poor (run-off artery:1). On (B)(6) 2013, re-occlusion (ptx +/- 5mm) was confirmed although no symptoms were observed with the patient. On (B)(6) 2013, pta was performed. On (B)(6) 2013, the patient recovered. Additional stent involved in this incident (lot # c785081) has been investigated and submitted in a separate report: reference report # 3001845648-2014-00068. No adverse effects to the patient.

Manufacturer narrative:
The device involved in this complaint is: 1 x ziv6-35-125-6.0-120-ptx (lot number c791325). The stent was implanted in the patient; therefore, it is not available for evaluation. With the information provided, a document based investigation was carried out. Images were requested but were not received. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the re-stenosis process. It is very unlikely that re-stenosis could have occurred due to zilver ptx malfunction. However, a definitive root cause of this stent re-stenosis cannot be determined. As per the instructions for use, re-stenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. Physician's comment: the relation between ptx placement and this re-occlusion is unknown. I can not 100% say that they have no relation. However, since this re-occlusion occurred 8 months after the stent placement, it is unlikely that it was caused by ptx placement. I assume this re-occlusion would have occurred no matter which stent I had placed in the lesion (B)(6) 2013. A review of the relevant manufacturing records for this zilver ptx revealed no discrepancies that could have contributed to this complaint. Since there are no images available for review, there is no evidence to suggest that re-stenosis did not occur; therefore, the complaint is confirmed based on customer testimony. As per the information provided, the patient recovered. Complaints of this nature will continue to be monitored for any potential trends.